Event description:
It was reported that the patient stated being unhappy with an inflatable penile prosthesis (ipp). The patient's general physician agreed that the device was not "moving" but the implanting urologist refuses to schedule a revision to "correct the problem". The patient sought after a second opinion but this physician would not perform the procedure either. Patient liaison was contacted for assistance and provided "exercises" to maximize the ipp.